Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a loose battery clip was found while performing annual power module battery maintenance. The loose clip was found where the clip connects to the internal battery. The power module battery clips was replaced with a new stream line clip. Planned maintenance of the power module was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿loose battery clip¿ could be confirmed with the submitted reference photo. The submitted reference photo captured the old revision battery clip assembly. A replacement streamline battery clip assembly was sent. The old revision battery clip assembly was updated to the new revision as part of preventative maintenance. The unit passed the power module planned maintenance checklist. No product was returned for evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Power module (serial # (B)(6)) was shipped to the customer on (B)(6)2014. Power module IFU (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Hmii IFU and hm3 IFU has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.